Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the fse that during a in service teaching demonstration the cardiosave intra aortic balloon pump (iabp) could not dock properly. No patient involvement.